Manufacturer narrative:
Trackwise # (B)(4). The investigation has been started, since the complaint was received, the following contents have been conducted: DHR review: the DHR of the reported lot 3000147455 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Trend review: in the last 12 months, 20th jul 2020 to 20th jul 2021, the occurrence rate is found to be approximately 0.039%. There¿s 1 similar complaint reported for this reported lot 3000147455. Device was discarded in hospital, which could not be returned for evaluation. Root cause evaluation, as the device was not returned for evaluation, the reported failure "knob difficult/ unable to tighten-arm does not lock" can't be confirmed and the root cause can't be confirmed. Complaint historical data has been reviewed, the failure "knob difficult/ unable to tighten-arm does not lock" has happened before and has been investigated. The most probable root cause for the "knob difficult/ unable to tighten-arm does not lock" would cause by the acme nut lead in thread broken during rotating the knob , since the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, the knob could not be tighten, and link arm could not be tightened. The acme nut lead in thread broken could be that rotating the knob anti-clockwise rapidly for several circles and then rotating the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, when they turned the knob to fix the stabilizer, the arm was not fixed. It was said that it didn't tighten even if it was turned. They opened a new one and went to complete the operation. There is no effect on the patient. The acrobat-I stabilizer is from 3000147455. The device could not be recovered due to infection.